Event description:
This is a spontaneous case report received from a consumer via social media in united states on (B)(6) 2014 which refers to herself. She is a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced pain gets so bad, she has to crawl down the hallway. No information given on consumer's history, past drugs, concurrent conditions and concomitant medication. On an unspecified date the consumer had essure (fallopian tube occlusion insert) inserted. Consumer reported that she currently uses the method (essure) and sometimes the pain gets so bad that in order for her to get to her kids. She has to crawl down the hallway. Reporter causality: the relationship between pain gets so bad, she has to crawl down the hallway and essure is not reported. Follow up information received on 03-nov-2014: case is now upgraded to incident. Consumer was experiencing excruciating pain, extreme bloating and skin rashes. In (B)(6) 2014, consumer chose to have a hysterectomy with removal of her uterus, cervix and tubes. She stated the metal uncoiled and migrated out of the fallopian tube. No further information was provided. Company causality comment: this spontaneous case report received via social media, refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and the device migrated out of fallopian tube. The event, seen as device dislocation, is serious due medical importance and listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this case, the consumer experienced excruciating pain, extreme bloating and skin rashes. Also, she stated the metal (device) uncoiled and migrated out of fallopian tube. A hysterectomy was then performed to remove uterus, cervix and tubes. Given the nature of the event, causality is assessed as related to essure use. Initially only the pain (non-serious event) had been informed and the case was regarded as non-incident. The information regarding the dislocation and the required intervention was later provided and the case was upgraded to incident. Technical analysis have been requested.

Manufacturer narrative:
Ptc investigation result received on 30-nov-2014. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. This is an anticipated event. Medical assessment: this ptc was initiated due to a product quality issue. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The reported adverse events are not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous case report received via social media, refers to a female consumer who had essure (fallopian tbe occlusion insert) inserted and the device migrated out of fallopian tube. The event, seen as device dislocation, is serious due medical importance and listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this case, the consumer experienced excruciating pain, extreme bloating and skin rashes. Also, she stated the metal (device) uncoiled and migrated out of fallopian tube. A hysterectomy was then performed to remove uterus, cervix and tubes. Given the nature of the event, causality is assessed as related to essure use. Initially only the pain (non-serious event) had been informed and the case was regarded as non-incident. The information regarding the dislocation and the required intervention was later provided and the case was upgraded to incident. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information on 13-aug-2015: this follow-up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0445). The consumer had four children. According to her, the first period after essure insertion started in (B)(6) 2011 and stopped in (B)(6) 2012. At her hsg (hysterosalpingogram) in (B)(6) 2012, the consumer was told that her tubes were completely occluded and that there was no further need of follow-up. Aside from missing period, she had developed: massive weight gain and bloating, severe abdominal pain and cramping, aching and tingling in limbs, numbness in hands and feet, hot flashes, severe pain in hips (to the point of limping), severe fatigue regardless of sleep, difficulty staying asleep, severe headaches / migraines, increased acne, sore/painful breasts, painful intercourse, excessive vaginal discharge, severe mood swings, metallic taste in mouth, heartburn and indigestion, frequent urination, bowel issues, incontinence, issues with short term memory, brain fog, twitching in her abdominal area, twitching muscles in arms and legs, discomfort in upper abdominal area, decreased appetite/nausea from smelling food, itchy crawling skin, changes in vision, sore bleeding gums, bad breath no matter how often she brushed her teeth, bad vaginal odor no matter how much she bathed, itchy burning tongue and an increase in allergies. She stated that every test came back normal: blood panels, thyroid, ultrasound, CT (computerized tomography) scans. A doctor agreed to do a laparoscopically assisted vaginal hysterectomy and bilateral salpingectomy. Just before surgery the consumer requested a flat plate x-ray to confirm the position of the coils, and it revealed that one coil had migrated further into her tube. The surgery was performed on (B)(6) 2014. After surgery, the consumer stated she was pain free, visibly happier and more care free. Company causality comment: this spontaneous case report received via social media, refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and during her first period after the procedure she bled for 8 weeks. Additionally, she stated the device migrated out of fallopian tube. She was submitted to a hysterosalpingectomy. The reported events were considered serious due medical importance and are listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). Additionally, after essure insertion abnormal genital bleeding and menses pattern changes may occur. In this case, given the event's nature; causality is assessed as related to essure use. Additionally, non-serious events were reported. This case was considered an incident, since device removal was required. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Follow-up information received on 01-jun-2015 consumer stated that during her first period after essure procedure, she bled for eight weeks straight. After that, her periods stopped. She was in so much pain; some days she could not walk. She had migraines nearly every day and she could not hold her children. Tests were done and showed that everything was fine and every doctor kept telling her that it could not be essure. In (B)(6) 2014, at age (B)(6), she had a hysterectomy. Once essure was removed her symptoms were vanished. Company causality comment: this spontaneous case report received via social media, refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and during her first period after the procedure she bled for 8 weeks. Additionally, she stated the device migrated out of fallopian tube. She was submitted to a hysterosalpingectomy and recovered from her symptoms. The reported events were considered serious due medical importance and are listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). Additionally, after essure insertion abnormal genital bleeding and menses pattern changes may occur. In this case, given the event's nature and as they recovered with devices removal; causality is assessed as related to essure use. Additionally, non-serious events were reported. This case was considered an incident due to the required intervention for essure removal. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.